Event description:
Unable to speak with the reporter/layperson (patient's daughter-in law), this senior medical surveillance specialist will send a letter and has reviewed information the reporter gave to a customer care advocate, cca, in 2009. The cca replaced the products. The reporter alleged the patient's onetouch ultra meter prompted error 4 at 9 pm the day prior. It is unknown if the patient tests his own blood glucose or if any action was taken. At 7 a.m on original date, the emt was reportedly called. The reporter did not indicate whether she had attempted to test the patient. Allegedly, the patient had no symptoms; however, the patient's blood glucose on emt's meter was allegedly less than 40 mg/dl; reporter did not know actual result. Emt treated the patient with sugar. The reporter did not specify whether treatment was IV glucose or oral. At 12:30pm the same day, the patient ate more food. Because the reporter alleged the patient was treated for hypoglycemia and the patient's meter reportedly did not function, the complaint is reported. The cca was unable to resolve the alleged product issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.